Event description:
User facility filed FDA medwatch indicating "the midas rex leaked oil during surgery into the pt's open wound. Midas was removed from surgery field. Wound irrigated and patient given antibiotics for prophylaxis." On follow up the hosp was unable to provide any identification info for the device. According to the hosp, the device was immediately turned over to the sales rep and no identification info was recorded. According to the sales rep and device shipment history, this hosp was not in possession of the motor type listed in the report or similar equipment at the time the event was reported to have occurred. The hosp did not own any midas rex legent equipment at the time the event was reported to have occurred.

Manufacturer narrative:
Despite repeated effort, device identification information could not be provided by the user facility. According to device distribution records, this facility did not have any equipment of the type indicated in the report at the time the event was reported to have occurred. It was not possible to further evaluate this report. The device identification is inadequate to determine a specific device associated with the report. It is not likely that a medtronic powered surgical device was associated with this report. It was initially determined that no medwatch report was required for this event, as it was unlikely that the device listed was involved in the report. It was determined upon review that clarification of the user facility report was necessary.